Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer report of a damaged guide wire was confirmed through investigation of the returned sample. The customer returned one guide wire for analysis. Definite signs of use were observed. Visual analysis revealed that the guide wire contained multiple kinks along the body and was unravelled from the distal end. The distal j-bend appeared misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. It was also revealed that both welds were present and spherical. The kinks in the guide wire measured 52mm, 363mm, and 425mm from the proximal end. The overall length of the guide wire measured 601mm which was within the specification limits of 596mm - 604mm per the guide wire product drawing. The kink and the guidewire length were measured via calibrated ruler. The outer diameter (od) of the guide wire measured 0.804mm via calibrated micrometer which was within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. Functional inspection was performed per statemet as part of the instructions for use (IFU) provided with this kit, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guide wire was threaded through a lab inventory arrow raulerson syringe (ars) / 18ga introducer needle subassembly and passed with little to no resistance. A manual tug test confirmed that the proximal weld was secure and intact. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size were designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy might present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage might occur if a force greater than the design specification was applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The customer report of a damaged guide wire was confirmed through investigation of the returned sample. The customer returned one guide wire for analysis. Definite signs of use were observed. Visual analysis revealed that the guide wire contained multiple kinks along the body and was unravelled from the distal end. The distal j-bend appeared misshapen but intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. It was also revealed that both welds were present and spherical. The kinks in the guide wire measured 52mm, 363mm, and 425mm from the proximal end. The overall length of the guide wire measured 601mm which was within the specification limits of 596mm - 604mm per the guide wire product drawing. The kink and the guidewire length were measured via calibrated ruler. The outer diameter (od) of the guide wire measured 0.804mm via calibrated micrometer which was within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. Functional inspection was performed per statemet as part of the instructions for use (IFU) provided with this kit, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guide wire was threaded through a lab inventory arrow raulerson syringe (ars) / 18ga introducer needle subassembly and passed with little to no resistance. A manual tug test confirmed that the proximal weld was secure and intact. The IFU provided with this kit instructs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size were designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy might present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage might occur if a force greater than the design specification was applied during removal. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the spring wire guide was kinking during use. The physician felt resistance during insertion. No patient harm was reported.